Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Power error due to connector resistance issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had power error detected on insulin pump. The customer¿s blood glucose level was 380 mg/dl. Troubleshoot was performed for power error detected. The insulin pump will be returned for analysis.